Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a nurse that the customer was hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 189 mg/dl at the time of the incident. The customer was at 486 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump is faulty as it does not appear to be delivering insulin. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.